Event description:
Reporter indicated that vns patient had passed away due to multi-system failure. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist. Additionally, attempts to obtain the explanted device for analysis have been unsuccessful to date.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the pt's death. The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in one piece. The lead was returned without the electrodes. Continuity checks using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The conditions of the lead portion returned are consistent with conditions that exist following the explant procedure.

Event description:
The autopsy report was received. Autopsy summary: the pt was hospitalized. The pt experienced grade iii and IV seizure intractable seizures despite the use of various and multiple pharmacotherapies. An eeg indicated "scattered subacute infarction with post ischemic leukomalacia." The vns and an investigation medication were employed without marked improvement from the pt's near vegetative state. Other medical issues arose during the pt's lengthy hospitalization. The issues included ileus and small bowel ischemia requiring surgical intervention and a partial bowel resection. A gastrointestinal tube was placed on 07/18/05. Additionally, the pt became ventilator dependent and had a tracheostomy placed. Subsequently, the vns was implanted (08/24/05). The pt had mild improvement in the seizure activity. Additional workup for metabolic or mitochondrial disorders included muscle and liver biopsies, which did not result in an identifiable seizure etiology. The pt experienced further abdominal problems, he was assessed and the decision to take him off ventilatory support was made by his parents. The autopsy report listed multisystem disease of unknown origin (mitochondrial disorder), intractable seizures, encephalopathy, hepatospienomegaly, anemia, hypertriglyceridemia, and tachycardia. Other clinical diagnosis listed: status post ileal resection, gastrointestinal obstruction versus ileus, c. Difficile positive antibiotic therapy for urinary tract infection, respiratory failure, tracheotomy, ventilator dependent and thyroid has multinodular goiter.